Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk description: unknown 5 primary baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the patient's unstable knee.

Event description:
It was reported that, "the patient's left knee was unstable, so the surgeon revised. No other information or explants will be available."